Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the issue occurred during corrective spondylodesis lengthening of t3-s2. Intra-operative, there was a dural leakage due to an imprecision at t3 when utilizing a 4.5mm pedicle probe and an initial spinal screw deficit. Treatment of the dural leakage was performed with dura-suture, hemopatch and adherus autospray. It was noted there was no structural myelon damage, and a post-operative computed tomography (CT) found there was no further stenosis. It was presumed, that due to the intra-operative manipulation, there was paraplegic symptomology from t5. The patient was reported to have complete sensory disturbance from t5, muscle strength grade up and knee scores of 0/5 and a muscle strength grade foot lift and lowering of 1/5 that was noted to be incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that the patient had a thoracic spinal fusion on (B)(6) 2021. It was noted that the reference frame was on th6, and that the screws on th6 and th5 were placed fine. It was noted that th3 had a lateral shift to the left side, and the left screw with a little offset. It was reported that the right screw hit the spinal canal and that navigation had an inaccuracy of 1-2mm. It was reported that it seemed like the patient had paraplegia after surgery. The amount of delay to the procedure was unknown.